Event description:
Customer reported: ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2024. Incident details: administering dtap vaccine. Injection into client, vaccine leaked all out from the connection of the orange safety cover to the needle hub. Seam inside needle hub leaked using 'sol care-safety needle'. 1 inch ref # (B)(4). Lot# 07108039 never had this problem with use of bd safety glide needle. Impact of incident: administered an effective dose of dtap to client level of harm: no apparent harm - reached patient/person, inconvenient.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 06/18/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.